Event description:
A report was received that the patient was having frequent charging of ipg. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having frequent charging of ipg. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.